Event description:
Event description guidant received information that this left ventricular lead, the day after implant, had elevated thresholds in true bipolar configuration. The impedance had gone from 850 to 1200 ohms. The caller tried extended bipolar pacing configuration lv tip to rv coil. When doing a threshold test, the patient went in a non-sustained ventricular tachycardia (nsvt). This self-terminated after a few beats when the configuration was changed back to true bipolar lv tip to lv ring. This happened several times each time when reprogramming to extended bipolar. All vt was self terminating. Since then the original true bipolar thresholds and impedances have gone back down to more normal.